Event description:
It was reported that a revision surgery was performed because the sutures broke on a distal biceps repair. According to the reporter, the patient started complaining of pain at approximately two weeks post-op. An MRI revealed that the sutures broke and the tendon had moved 3 mm. A revision surgery was performed in 2009. During the revision surgery, the surgeon noted that the original knot from the initial repair was not present. The patient is reported as doing well.no further patient or event information was provided at the time this event was reported.

Manufacturer narrative:
Patient's demographics (date of birth, weight) were requested but not provided.no further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.the device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Lot number was requested but not provided; therefore device history record review could not be performed.based on the information provided, the most likely causes of this type of event are nicking the suture with another instrument, fraying from sharp edge of the bone tunnel, knot failure, patient non-compliance with the post-op protocol and/or post-op trauma. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.